Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was attempted to be implanted but not used due to contamination. The lead was removed from use and a new lead was implanted. No patient complications have been reported as a result of this event.